Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic low anterior resection, ¿replace instrument¿ was displayed during use. Then the blade tip was broken off outside the patient while cleaning. The device was used on the rectum and colon. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.